Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to biopsy channel leaking while the user was handling the device, and water invading the device leading to abnormality of electronic parts. The event can be detected/prevented by handling the device in accordance with the following instructions for use: " inspection of the endoscopic image"; "leakage testing". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera bronchovideoscope was not producing an image. The issue was found after completing a diagnostic tracheoscopy with the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. Additionally, the device evaluation found the channel tube was damaged causing water tightness to be lost, the connecting tube was buckling, the charged coupled device was damaged and caused noise of the produced image, the light guide lens was cracked, the angulation wires were worn causing the up and down directions to be out of specification, the image guide protector was scratched, and the grip was deformed causing water tightness to be lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.